Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a surgery due to non-union. Intra-op, the screw broke at the stem on insertion at s1. The broken implant was partially explanted. No patient complications were reported due to this event.

Manufacturer narrative:
Product analysis: visual examination confirmed screw breakage at the bone screw neck. Microscopic examination of the fracture surface identified significant damage and smearing. Microscopic examination of the undamaged portion of the fracture surface identified a fairly flat fracture surface with gently convex beach marks and progressive striations through the cross-sectional area of the bone screw neck. Unable to determine root cause of the screw break. If information is provided in the future, a supplemental report will be issued.